Event description:
Jada system was inserted by hcp and it worked for 1 to 2 hours before the patient started bleeding again. [Device ineffective], the devices were not inserted correctly that was user error on healthcare professional [device use error] . Case narrative: this spontaneous report originating from united states was received from a physician, referring to a female patient of unknown age, via territory manager (tm). The patient presented to the hospital in active labor and delivered quickly, 20 minutes later, the patient experienced postpartum hemorrhage (pph). Tm stated that the nurse told her that all of the medications to stop the pph were administered unsuccessfully, and it was believed the patient had an estimated blood loss (ebl) of 2000. The patient's current condition was gravida 3. The patient's concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2025, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intravaginal route (lot #, serial # and expiration date was not reported) for postpartum hemorrhage. The vacuum-induced hemorrhage control system (jada system) worked for 1 to 2 hours before the patient started bleeding again (device ineffective). She was taken to the operation room (or) where vacuum-induced hemorrhage control system (jada system) was removed and a dilation and curettage (d&c) performed. This causes prolonged hospitalization. As per the physician, the device was not inserted correctly (device use error) and that was user error on healthcare professional's (hcp's) part. On (B)(6) 2025, the vacuum-induced hemorrhage control system (jada system) was removed, and second vacuum-induced hemorrhage control system (jada system) was placed. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). This case was linked to same patient linked case included, patient was placed with second vacuum-induced hemorrhage control system (jada system), it did not work patient was taken back to the or where a hysterectomy was performed (reported in oars # (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.